Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product defect or deficiency could have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported therefore no qualification records were reviewed. See scanned page.

Event description:
The patient reported that she did not realize that the adhesive pad was lifting up where the cannula was inserted which cause her blood glucose to go up (exact bg level was not provided) and she decided to go to the emergency room. She would not provide any further information regarding the emergency room visit on her treatment.